Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling.

Event description:
Non-allergan global safety team reported on behalf of patient's husband that "his wife's breasts had changed shape and he was wanting to find out what to do if the implants had ruptured." The device remains implanted.